Manufacturer narrative:
Henrichs, m., hardes, j., singh, g., gosbeger, g., nottrott, m., & streitbuerger, a. (2014, november 12). Stump lengthening procedure with modular endoprostheses - the better alternative to disarticulations of the hip joint? Journal of arthroplasty, retrieved october 11, 2017, doi: 10.1016/j.arth.2014.11.010, yarth 54207. The product was not available for return. Condition is addressed in the package insert. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(4).

Event description:
Information was received based on review of a journal article titled, "stump lengthening procedure with modular endoprostheses - the better alternative to disarticulations of the hip joint?" This study reports outcomes of 28 patients after stump-lengthening procedures (slp) with modular tumour endoprostheses following high-thigh amputation and hip disarticulation over 11 years. The most common indication for hip disarticulation is a malignant tumor of bone or soft tissue. The aim of this study was to report experience with slp using modular tumour endoprostheses over 11 years. This complaint addresses that radiographs done (3, 6 and 12 months postoperatively) showed one (1) patient had an asymptomatic subluxation after extra-articular resection of the hip joint. An operative revision was not necessary. No other information was provided.